Event description:
The device was returned for service. During service by baxter, a cracked door on pump #2 was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the facility representative reported "unknown". The pump was evaluated by a baxter service technician. The reported condition was confirmed caused by a cracked door on pump #2. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.